Manufacturer narrative:
Device evaluation was inappropriately unticked.

Event description:
On (B)(6) 2017, ventricular pacing failure was observed at 7.5 v/1.0 ms, and it was decided to perform a replacement procedure on the following day. Starting around one year before, this patient had been showing increase only in the ventricular threshold while such change was not observed in the r-wave amplitude or ventricular lead impedance; she had thus been monitored while it was suspected that there was some change in the state of her cardiac muscle. On (B)(6) 2017, at 08:30, ventricular pacing failure was confirmed to be still occurring at 7.5 v. The atrial threshold was 2.5 v/1.0 ms. According to the hospital, the atrial threshold had also previously showed an increase and the measurements were currently stable at high values. At 09:30, after the device was explanted: - a lead pull test confirmed a secure connection between the ventricular lead and the subject pacemaker - the subject device was interrogated over a sterile drape and a threshold test was performed; ventricular pacing failure was still occurring at 7.5 v and no noise was observed on the egm. - after being disconnected, the ventricular lead was tested using a medtronic pacing system analyzer; no change was shown in the lead measurements. The subject device and the ventricular lead (screwvine 58sep (oscor / sn: (B)(4)) were both replaced. The atrial lead (screwvine 52sep (oscor / sn: (B)(4)) remains implanted. Note: the patient underwent a surgery to be implanted with an aortic stent graft in (B)(6) 2015. No other clinical history has been reported.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, ventricular pacing failure was observed at 7.5 v/1.0 ms, and it was decided to perform a replacement procedure on the following day. Starting around one year before, this patient had been showing increase only in the ventricular threshold while such change was not observed in the r-wave amplitude or ventricular lead impedance; she had thus been monitored while it was suspected that there was some change in the state of her cardiac muscle. On (B)(6) 2017, at 08:30, ventricular pacing failure was confirmed to be still occurring at 7.5 v. The atrial threshold was 2.5 v/1.0 ms. According to the hospital, the atrial threshold had also previously showed an increase and the measurements were currently stable at high values. At 09:30, after the device was explanted: a lead pull test confirmed a secure connection between the ventricular lead and the subject pacemaker the subject device was interrogated over a sterile drape and a threshold test was performed; ventricular pacing failure was still occurring at 7.5 v and no noise was observed on the egm. After being disconnected, the ventricular lead was tested using a medtronic pacing system analyzer; no change was shown in the lead measurements. The subject device and the ventricular lead (screwvine 58sep (oscor/sn:(B)(4)) were both replaced. The atrial lead (screwvine 52sep (oscor/sn: (B)(4)) remains implanted. Note: the patient underwent a surgery to be implanted with an aortic stent graft in (B)(6) 2015. No other clinical history has been reported.

Event description:
On (B)(6) 2017, ventricular pacing failure was observed at 7.5 v/1.0 ms, and it was decided to perform a replacement procedure on the following day. Starting around one year before, this patient had been showing increase only in the ventricular threshold while such change was not observed in the r-wave amplitude or ventricular lead impedance; she had thus been monitored while it was suspected that there was some change in the state of her cardiac muscle. On (B)(6) 2017, at 08:30, ventricular pacing failure was confirmed to be still occurring at 7.5 v. The atrial threshold was 2.5 v/1.0 ms. According to the hospital, the atrial threshold had also previously showed an increase and the measurements were currently stable at high values. At 09:30, after the device was explanted: - a lead pull test confirmed a secure connection between the ventricular lead and the subject pacemaker. - the subject device was interrogated over a sterile drape and a threshold test was performed; ventricular pacing failure was still occurring at 7.5 v and no noise was observed on the egm. - after being disconnected, the ventricular lead was tested using a medtronic pacing system analyzer; no change was shown in the lead measurements. The subject device and the ventricular lead (screwvine 58sep (oscor / sn: (B)(4)) were both replaced. The atrial lead (screwvine 52sep (oscor / sn: (B)(4)) remains implanted. Note: the patient underwent a surgery to be implanted with an aortic stent graft in (B)(6) 2015. No other clinical history has been reported.